Event description:
It was reported the procedure was to treat a lesion in the lower limb. The nav6 embolic protection system (eps) was advanced to the target lesion with an atherectomy device however the device became stuck on the barewire. The atherectomy device could not be removed therefore the procedure was stopped. The device was removed with the barewire and the procedure completed with balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported difficulties were confirmed as the barewire was returned frozen in the lumen of the non-abbott atherectomy device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and evaluation of the returned device, the reported difficulties appear to be due to circumstances of the procedure. The reported difficulty advancing and removing the non-abbott atherectomy device was the result of reduced clearance between the barewire and guide wire lumen the atherectomy device. The reduced clearance was likely the result of kinks and bends that occurred during use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the lower limb. The nav6 embolic protection system (eps) was advanced to the target lesion with an atherectomy device however the device became stuck on the barewire. The atherectomy device could not be removed therefore the procedure was stopped. The device was removed with the barewire and the procedure completed with balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.